Event description:
It was reported, that the patient presented remotely to the clinic via merlin.net. Transmission showed, that the implantable cardiac monitor (icm) was oversensing far p-wave. And the icm had incorrectly displayed false atrial fibrillation (af) episodes. Programming changes were made. The patient was in stable condition.